Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "deviation in delivery rate: infusomat delivers only half of the set volume."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). We received: one infusomat space, 8713050, serial no.: (B)(6) with software version 686m030003. The device history files were read and analyzed. The history log files of the last performed infusion therapy were investigated, because no detailed day of occurrence was reported. No abnormalities were found in the history log. Visual inspection: during the visual inspection of the infusomat space, a technician seal as well as all cover caps on the screw pillars on the lower housing were available and undamaged. The device was in a clean state and no visible damages were found. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed meandeviation "a" of the second operating hour was measured with a value of -1,81%. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The measurement was performed included the connected drop sensor from customer. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation were check according to the requirements of the service manual. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an investigation of the inside of the device, only the upper housing part was removed. No damages or soiling could be found. The defect could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.